Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the tubing of an opt314 optiflow junior nasal cannula had broken at the connection to the swivel grip. The hospital further reported that the patient may have pulled the tubing. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint op314 optiflow junior nasal cannula was received for evaluation and was visually inspected. Results: visual inspection revealed that the swivel grip tube that connects to the breathing circuit was damaged. A lot check could not be performed as lot information was not provided. Conclusion: the damage to the flexitube was most likely caused by an excessive pulling force. It is noted that the hospital reported that it is possible the patient pulled on the tubing. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is placed on hold for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube.